Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, the cause may be due to customer misuse. Blood backflow is a result of pressure variation within the intravenous (IV) system due to venous pressure (gravitational backflow due to height difference or negative pressure chambers due to a kinked tube). It should be noted that the venous blood flow is sensitive to pressure gradients. If the internal pressure of the IV system becomes lower than venous pressure (due to syringe manipulation, tubing deformation or positional changes), blood may temporarily move backward into the system until pressures equilibrates. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood return during patient use of four (4) clearlink solution administration sets. This was observed even when the clamp was open or there was no solution dripping. There was no report of patient injury or medical intervention associated with this event. No additional information is available.